Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023 and reimplanted with another cochlear device during the same surgery. This report is submitted on october 26, 2023.

Manufacturer narrative:
This report is submitted on july 18, 2023.

Event description:
Per the clinic, the device was explanted (date not reported). Additional information has been requested but it has not been made available as of the date of this report.